Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy drug-eluting stent was selected for treatment. However, it was noted that the stent was damaged when they opened it. The device never entered the patient's body. The procedure was completed using a different device. No patient complications were reported.